Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with acute neurologic impairment requiring medical evaluation and treatment. Review of available information identified that the event occurred while the user was performing a supply change. The user reportedly became dizzy, experienced blurred vision, and fell, prompting an automatic emergency call from the user's smartwatch. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 48 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No long-term health effects were reported.